Event description:
The customer reported receiving error 23. No adverse reactions were reported during the use of the device. Technical error 23 (clamp motor optical switch) triggers an alarm and stops the pump. The device was received without the power cord. The evaluation was unable to verify the customer's report of error 23. The review of the device history logs did not find any occurrence of error 23 but did find error 51 (defective speaker). The replacement of the speaker assembly resolved the issue. During the control testing (test 19: clamp) it was found that the clamp arm would not hold the administration set clamp in place. The issue was resolved by replacing the left flask kit. After repair, the device was found to meet specification.